Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1018 mayfield swivel adaptor loosened during the preparation of the patient on (B)(6) 2018. There was no noted injury. Surgery delay was unspecified. Additional information received on 23jul2018 indicating that the (B)(6) female patient was to undergo a suboccipital craniotomy with excision of tumor when the mayfield loosened. The surgeon was able to catch the mayfield/head since the pins were already in the patient. There was a delay in surgery of 20 minutes.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. No issues observed. The unit has passed all specific functional testing requirements, except for the retaining ring is missing; unit is less than a year old. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The reported complaint is not confirmed. No root cause analysis is required.